Event description:
It was reported that the device reached the recommended replacement time in four years and 1 day post implant. It was also reported that there was an unexpected device longevity based on the therapy delivered. The device was explanted and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. Evaluation summary: (B)(4) performance data was collected from the device, and has been analyzed. Battery depletion indicated/eri: time of rrt in save to dist on (B)(6) 2012, device rrt <=2.62 volt. Weekly battery voltage trend data shows min bat=2.64 to 2.62 volts between (B)(6) 2012. One - patient alert for low battery voltage on (B)(6) 2012, 02:15:03. The device was returned and analyzed. The device met 80% of expected longevity. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model.